Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable high elecsys ft4 ii assay results for one patient sample. The customer suspected an interference with the patient's vitamin supplement (dayvit kids). The result from a cobas e 411 immunoassay analyzer was 2.9 ng/dl. The result from a roche diagnostics elecsys e170 modular analytics immunoassay analyzer was 4.3 ng/dl. On (B)(6) 2018, the result from a cobas 6000 e 601 module was 4.9 ng/dl. The result from a unicell (beckman coulter) analyzer was 1.2 ng/dl. This result was considered to be the correct result and was reported outside of the laboratory. There was no allegation of an adverse event.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.